Event description:
It was reported on two different occasions when programmer was turned on, "system error" showed on screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported system error; programmer powers up and interrogates with no issues. Analysis found the system fan is noisy. (B)(4).